Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead pulled back leading to loss of slack, high pacing thresholds and undersensing. Fluoroscopy revealed there was no dislodgment despite the loss of slack. The lead was explanted to resolve the issue. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.